Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). The device was returned to our contracted service provider for evaluation. A log review was performed, and error 2155 was confirmed. During evaluation, the battery was also not connecting to wi-fi. Error code 2155 is an internal error, so the motherboard of the unit was replaced as a precautionary measure. The wireless battery was also replaced. The device passed all technical safety checks after completion of the service activity. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: per information from the reporter "sorry I did not really speak english. The incident that occurred during the infusion of a drug in very critical intensive care. The pump is stopped during infusion and given code 2155 and at that time did not want to restart. In this time there are no consequences for the patient but it was very dangerous".